Event description:
It was reported that the pump used in a patient was extremely low in battery. On arrival noted that pump was plugged in to charge yet alarm still showed extremely low battery. The pump was switched off to be charged for 30 min. Battery indicator while charging showed ¿amber light¿, it was not able to charge up the pump.